Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown general surgery procedure, "the instrument broke at the tip." It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.